Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 5.5 cm diameter thoracic aortic aneurysm. It was reported that at the one year follow CT a type ia endoleak was discovered. A 46x42x150 proximal main taper was landed at the left common carotid artery during index procedure. Proximal seal zone was reportedly marginal and the graft appeared to migrate distally into arch aneurysm. A carotid-carotid bypass was performed and a 46x46x100 stent graft was landed at the innominate artery, approximately 1cm proximal to existing graft. A final angiogram was taken and no endoleak was present. Physician then ballooned to better appose the fabric to the inner curve along the arch. The event reportedly had resolved. No clinical sequelae were reported and the patient is fine. Additional information reported that the cause of the type ia endoleak and migration were disease progression of the proximal sealing zone. It was also noted that there was a short proximal sealing zone. It was further reported that the left common carotid and left subclavian arteries were intentionally covered.